Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. Bolton medical is voluntarily reporting an event related to a relay plus custom-made device. The custom made relay plus devices are not marketed in the us, however they are similar to the relay thoracic stent graft with plus delivery system approved for sale in the us (p110038). The event occurred in china.

Event description:
"In the clinician's opinion what was the case of this event? Is this event related to a device failure / deficiency? Possibly. Is this event related to the procedure? No. Is this event related to a pre-existing condition? No. The doctor inspected the device under x-ray before the device was introduced into the patient. It appears that the d marker and the proximal window marker was aligned in a straight line rather than the expected 30-degree posterior offset. Patient outcome: "the device was introduced into the patient and advanced to the target landing zone. The device was deployed with the window facing anterior instead of facing directly to the target vessel."

Event description:
"In the clinician's opinion what was the case of this event? Is this event related to a device failure / deficiency? Possibly is this event related to the procedure? No is this event related to a pre-existing condition? No. The doctor inspected the device under x-ray before the device was introduced into the patient. It appears that the d marker and the proximal window marker was aligned in a straight line rather than the expected 30-degree posterior offset." Patient outcome: "the device was introduced into the patient and advanced to the target landing zone. The device was deployed with the window facing anterior instead of facing directly to the target vessel."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. Bolton medical is voluntarily reporting an event related to a relay plus custom-made device. The custom made relay plus devices are not marketed in the us, however they are similar to the relay thoracic stent graft with plus delivery system approved for sale in the us (p110038). The event occurred in china.